Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The physician was placing the lead into position when the stylet could not be removed from the lead and was stuck inside the lead. The physician removed the lead from the body and was still unable to remove the stylet. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. There was blood on the distal conductor of the lead and it was not obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet returned with lead was stuck in the lead due to distal conductor distortion in connector from over-rotation (spin). If information is provided in the future, a supplemental report will be issued.